Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6), 2010, alleging that the onetouch ultra 2 meter does not turn on. The pt manages her diabetes with insulin- no adjustments. After the power issue began on (B) (6), 2010 during midday, the pt reportedly developed symptoms described as "weak, shaky, and crying" on two occasions, once on (B) (6), 2010 at around 1 or 2 pm, and the other time on (B) (6), 2010 at 11 am. The pt reportedly managed her diabetes by taking less food/drink. There was no allegation of treatment for acute complications of diabetes. According to the troubleshooting performed with customer service, the power issue could not be resolved with training. The customer care advocate concluded that the battery did not need to be replaced. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.